Manufacturer narrative:
The serial numbers for the devices involved in this event could not be obtained. Therefore, a review of the manufacturing records could not be performed. The following is a summary of the ei observations: tissue present: yes. Scattered plaques of red/brown tissue were present on the abluminal surface of all returned specimens. The lumens of trunk - ilf and cl were reported as ¿clear¿ but that cannot be confirmed with the information provided. Minimal, scattered plaques of red/brown tissue were present in the observable portions of the lumens. Tf: the proximal luminal orifice was partially narrowed and tan/yellow to brown tissue was present around the abluminal proximal region and extending into the lumen. Scattered plaques of red/brown/yellow/tan tissue were also present on the abluminal and luminal surface. The lumen was widely patent. Two areas of orange staining were present on the abluminal surface (presumptive antiseptic). The ipsilateral leg was circumferentially transected, distal to the contralateral gate. The constraint sleeve was attached at the proximal aspect and detached from the distal aspect. Trunk - ilf: a foci of white tissue was present on the abluminal surface of the distal aspect of the fragment. A foci of brown to yellow tissue was also present on the abluminal surface, near the distal aspect of the fragment. The remainder of the fragment had scattered plaques of dark red to brown tissue present. The luminal patency and tissue could not be observed from the images provided. The proximal aspect was circumferentially transected. The distal aspect of the transected ipsilateral leg of tf aligned with the transected proximal aspect of trunk ¿ ilf. The transections had clean edges and were consistent with those caused by interaction with sharp surgical instrumentation (e.g., scalpel, scissors), likely used during the explant procedure. Request for additional analysis: no. Reason: the material disruption (i.e., transection) was consistent with that caused by surgical instrumentation (i.e., scalpel, scissors) during the explant process. Based on the ei¿s review of the geprovas report and reason for removal (infection), no further analysis is required. Presence of infection could not be determined with the information provided. H6: code 22: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to: infection of endoprosthesis, surgical conversion.

Manufacturer narrative:
Other code - the medical device was returned to a third party for investigation. The analysis report was shared with gore and evaluated appropriately.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an uncomplicated abdominal aortic aneurysm at the age of (B)(6) and was treated with gore® excluder® aaa endoprostheses. The patient was reportedly treated for hypertension. On (B)(6) 2019, after about 3 years, the endograft was explanted as it had become infected. The device reference numbers were reportedly unknown as the endoprostheses were implanted at a different site.